Event description:
A report was received that the patient will be explanted. The reason for the explant is unknown.

Event description:
A report was received that the patient will be explanted. The reason for the explant is unknown.

Event description:
A report was received that the patient will be explanted. The reason for the explant is unknown.

Event description:
A report was received that the patient will be explanted. The reason for the explant is unknown.

Manufacturer narrative:
Additional information was received that the patient decided not to proceed with the explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate pain relief. The explanted devices were not returned to bsn as they were discarded by the medical facility.